Event description:
It was reported that the device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
Tracking #.46725. Date sent: 11/13/1998. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd and the visual examination, no conclusion could be reached as to how the reported "device jammed" during surgery occurred. The instrument was rec'd empty and with dried body fluids in the cartridge track and nose. No functional testing could be performed due to the instrument being returned empty. No deformity could be identified during the evaluation.